Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery. A 2 mm x 40 mm x 145 cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon initial inflation at 8 atmospheres for 10 seconds. The device was removed without any problems, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.